Event description:
It was reported that the patient's implantable pulse generator (ipg) met elective replacement indicator (eri) earlier than expected. It was also found that the right atrial (ra) lead had high thresholds with low impedance where bipolar impedance was lower than unipolar impedance. The ipg was explanted and replaced, and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).